Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture broke inside the incision, the patient complained of dehiscence, infection, and pus formation. The surgeon had to redo. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence and infection? (# post op days) how was the dehiscence managed? Please describe any medical and/or surgical intervention required for the wound dehiscence and infection including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? What is the surgeon¿s experience with stratafix symmetric suture?